Event description:
The customer contact reported inaccurate delivery. During testing at a user facility, the pump reportedly did not deliver accurately. No specific details were provided. During subsequent testing at the user facility the pump passed for delivery accuracy. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the pump for evaluation. The pump passed subsequent testing at the user facility and was returned to clinical service.